Event description:
During a follow - up with the user facility, it was confirmed that: the reported event was discovered during reprocessing of the scope.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the reported event was discovered during reprocessing of the scope. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5 and h4 were updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the bending section was cut, and the metal protruded, could not be determined however, the findings of leakage presumed that the defective event was caused by the exposed metal. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a cut in the bending section cover. Additionally, the glue of the bending section cover was cracked. Upon further inspection, it was observed that the air/water channel had a leak. It was also observed that the objective lens was cracked, affecting the image and damaged glues. It was observed that the right and left control knob was grinding and clicking. It was also observed that the play movement of the right and left control knob was heavy. It was observed that there were minor scratches and dents on the distal end plastic cover. It was also observed that the light guide lens x3 had worn glue. It was observed that the insertion tube had minor scratches, snakiness, and a small chip at the boot. Lastly, it was observed that the light guide tube had minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope bending sheath cover is broken. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.